Event description:
The customer reported that during a percutaneous procedure using the e-series system and three electrodes, after approx 10 mins of ablation the system stopped. The mains power cable, connections, and mains power switch were checked but the system was not able to be powered back up. As the procedure had not been completed, the physician opted to utilize another system to finish the procedure. The ablation was completed w/o any issues.

Manufacturer narrative:
(B)(4). The incident generator has been requested but to date, has not been rec'd for eval. If the generator is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.